Event description:
This lv lead was explanted and replaced due to intermittent capture, noise, and out of range impedance.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis including an electrical and a visual inspection. In the course of the electrical analysis the pacing impedance was measured, showing intermittent increases to greater 3000 ohms, which confirmed the clinical observation. The subsequent visual inspection of the lead revealed a broken contact in the is4 connector which can be considered as the root cause of the clinical observation. The circumstances that contributed to this occurrence were not determinable. The manufacturing process for this device was re-investigated. The manufacturing records document a normal device production. In particular the final acceptance test proved the device functions to be as specified. Furthermore cuts in the insulation with blood infiltration was noted as well as a deformed conductor coil which most likely occurred during the explantation procedure.